Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with a vertical expandable prosthetic titanium rib (veptr) system; left second rib to ilium and right forth rib to ilium took place on (B)(6) 2014 for the extension of the left side veptr and the replacement for veptr ii at the right side. The patient had a fever nine days after the surgery. Irrigation surgery of the surgical wound on both left and right sides was performed on (B)(6) 2014 due to redness and infection in the right surgical wound area. There was no problem with the blood test after the irrigation surgery. There were no reports of any surgical delay. This report is for an unknown veptr. This report is 2 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown veptr. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.